Event description:
It was reported that during an unk procedure, there was a broken blade (removed). The blade broke and was removed out of the pt. Another device was used to complete the case. There were no adverse consequences to the pt. Requested and received the following info on 12/10/2009: it was a laparoscopic procedure. They used a forceps through the trocar to remove the broken blade.

Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for eval. Eval summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint info is trended on a regular basis to determine if further investigation is warranted. Device was not returned.